Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the speed compression implant kit 15x15x15mm (p/n: se-1515, lot number: bmese160254) was received at us cq. Visual inspection of the complaint device showed the device had fallen apart inside the packaging. Functional test: a functional assessment was not performed on the complaint device since it was in the original packaging. The complaint was able to be confirmed. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device had fallen apart inside the packaging. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # se-1515, synthes lot # bmese160254, supplier lot # 1605120077 , expiration date: 15 jul 2021, release to warehouse date: 19 aug 2016, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the staple of the speed compression implant kit fell off of the inserter while still in the packaging. The issue happened during shipping while at the office. There was no patient involvement reported. This report is for one (1) speed compression implant kit 15x15x15mm. This is report 1 of 1 for complaint (B)(4).